Manufacturer narrative:
A field service engineer was dispatched to the customer site. The oil mist filter was replaced to resolve the smoke/mist issue. Unit meets specifications and was returned to service. Asp complaint ref #: (B)(4).

Event description:
A customer reported smoke or haze emitting from the back of their sterrad® 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Device returned to manufacturer correction from no to yes. Device evaluated by manufacturer correction from not returned to manufacturer to yes. The investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue, system risk analysis (sra) and functional analysis. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the smoke/haze issue was reviewed from august 2017 to february 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The oil mist filter was returned and tested. The unit passed the test cycle with no smoke, mist or odor was present; reason for return and failure was not confirmed. The assignable cause of the smoke/haze issue is likely due to the oil mist filter. The field service engineer replaced these parts and confirmed the sterrad 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.